Manufacturer narrative:
The belmont ri-2 device involved in this incident was sequestered and inspected by biomed. The biomed was unable to find any visible defects on the device and was able to turn on the unit without it being plugged into ac power, indicating that the battery was functional. Multiple power cycles were performed, and the device booted up successfully each time without delays. The battery was charged overnight and tested by running the device for 30 minutes without ac power. The device passed the battery test. As no faults were identified, a preventative maintenance procedure was performed, and the device was returned to service with no further issues reported. The user confirmed that there were no patient injuries related to this incident. No device malfunction could be verified and the root cause could not be determined. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Manufacturer narrative:
The internal complaint file # (B)(4) have been logged for this incident for traceability. The device involved in the incident was not returned to belmont for investigation. Belmont received a facility user report from health canada on 09/20/2024. Profuse bleeding in or during procedure, needed to use belmont transfuser. Device would not turn on at all, was plugged in. The belmont ri-2 device involved in this incident was sequestered and inspected by biomed. Biomed was unable to find any visible defects on the device and was able to turn on the unit without it being plugged into ac power, indicating that the battery was functional. Multiple power cycles were performed, and the device booted up successfully each time without delays. The battery was charged overnight and tested by running the device for 30 minutes without ac power. The device passed the battery test. As no faults were identified, a preventative maintenance procedure was performed, and the device was returned to service. Although there was no claim of patient harm, belmont is awaiting confirmation of this from the user. In the event of:"low battery", the system will display "batt low" message and sound an audible alarm. The system should be plugged into an ac outlet to continue operation and charge the battery. The operator action as,"if low battery displayed while the system is connected to ac power, one of the components may be defective. Service machine. If battery is completely discharged, turn the ac power off, plug the system into an ac outlet to recharge the battery. Wait for at least 30 seconds before turning the system on ". The root cause of the problem could not be established. During the physical inspection by the biomed, it was noted that the power button requires users to push it fully to the 'on' position to turn on the device. If not fully pushed, the switch bounces back, causing the start-up screen to appear briefly before shutting down again. A follow-up report will be submitted once we get confirmation on the patient status and additional information becomes available.

Event description:
The user facility reported that profuse bleeding in or during procedure, needed to use belmont transfuser. Device would not turn on at all, was plugged in.